Event description:
System has been installed for 2 yrs. MFR has been contacted on at least 10 occasions and notified of artifact. Artifact masked ECG signals. Pt had an adverse myocardial event which went undetected due to signal loss.